Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a suction break while performing a bed cut on a patient's right eye. Docking is noted to have went well and suction was obtained. Once the laser treatment was started, the patient stated that is was burning and appeared to move eye. At that point, it looked like a bubble started to come from the side before the side cut. The doctor lifted off of the pedal and laser treatment was aborted from there. Upon follow up, patient is doing well. Procedure was aborted and patient is waiting to have an additional procedure done at a later date. Patient has mono vision right now and may decide to stay with this. Patient is on a trip right now and will be seen again at the clinic sometime after the trip. Date is undetermined at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause can be attributed to patient movement. (B)(4).